Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID (B)(4) serial# (B)(4): product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con and a healthcare professional (hcp). It was reported that the patient continued to have poor communication problems, with and without the antenna. They thought there might be a disconnect in the system. The patient had a massage and told the masseuse to not bother the system, but they massaged the area of the system and the patient was afraid that something got disconnected. There were no visible changes to the implant site and they didn't see any signs that the implanted neurostimulator (ins) may have flipped. On (B)(6) 2017, a hcp reported they were going to meet with the patient and wanted a rep to be with.

Manufacturer narrative:
Other applicable components are: product ID l3037, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had poor communication on the patient programmer (pp) and wasn't able to interrogate. It was noted that bandages and swelling were not present. On 2017-06-19, it was reported that the pp worked at the beginning, but quit working. They received the replacement pp, but that wasn't connecting either. They had an appointment scheduled with their healthcare professional (hcp) for the following week. There were no symptoms or further complications reported or anticipated.